Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an aortic, 40 mm in diameter, ulcer like projection. The proximal neck measured 34 mm to 36x42 mm in diameter along a 15 mm length. It was reported that, during the index procedure, the valiant 40x36x150 appeared to have a slight proximal type I endoleak. Angiography conducted from the left anterior oblique view was able to identify the presence of the proximal type I endoleak but there was difficulty in assessing the location of the type ia endoleak. Further angiography from the right anterior oblique view was not performed due to concern of the patient's impaired renal function. The physician determined that the proximal type I endoleak was not severe and elected to complete the procedure with the endoleak still present. Ten days later, the physician reported that the residual proximal type I endoleak persisted, but was confirmed to have been reduced. No sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.